Manufacturer narrative:
Reported event: an event regarding rom and loosening involving an triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted femoral component with no visible damage. From the photographs provided there is no evidence that this device contributed to the reported event. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to rom. Intra-operatively, the posterior condyles of the femoral component were found to not be ingrown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported that the patient's right knee was revised due to patient complaint of limited rom (surgeon reported that patient had not participated in pt post-op). Intra-operatively, the posterior condyles of the femoral component were found to not be ingrown. The pressfit femoral component was revised to a cemented femoral component, and a 5x10 cs insert was revised to a 5x9 cs insert.